Event description:
On 23-oct-2024, apifix was notified that patient#: (B)(6) is undergoing implant removal surgery. According to the reporter, this was an elective procedure, the implants was being removed by choice. No allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device was received. Explanted device is not being returned as the health center disposes of explants.

Manufacturer narrative:
Patient#: (B)(6) index procedure was performed on (B)(6) 2019. Patient#: (B)(6) underwent revision surgery on (B)(6) 2020 due to implant breakage. [Ref: (B)(4)] on 23-oct-2024, apifix was notified that patient#: (B)(6) is undergoing implant removal surgery. Apifix followed up with the reporter for additional information which was received. According to the reporter, this was an elective procedure, the implants was being removed by choice. No allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device was received. Explanted device is not being returned as their health center disposes of explants. Although no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of an apifix device was received, this event involved a removal surgery. Apifix believes that subjecting a patient to another round of anesthesia and additional surgery carries inherent risks, and in an abundance of caution, apifix is reporting this as an adverse event. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted.